Manufacturer narrative:
B3: estimated based on date written on report of mitral valve replacement procedure which is when the watchman was identified in the incorrect position. However it is unknown when the stroke occurred.

Event description:
It was reported that stroke and device movement occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman closure device was implanted. At a follow up transesophageal echocardiogram (tee) dated (B)(6) 2022, the closure device was noted to be well-seated with no leak and no thrombus. At an unspecified time, the patient's blood thinners were stopped and the patient experienced a stroke. The patient was evaluated at a different healthcare facility for severe mitral valve regurgitation and underwent a surgical mitral valve replacement procedure. During the procedure, the physician observed the closure device to not be seated correctly in the ostium of the left atrium. It was not occluding the ostium as intended and appeared farther into the left atrium. A non-boston scientific clip was placed on the left atrial appendage and the closure device was left in place as the base was adhered. After the mitral valve prosthetic was placed, the physician noted the closure device to be sitting on the sewing ring of the mitral valve prosthetic but was not obstructing the mitral valve.